Manufacturer narrative:
Complaint investigation has been performed on retained samples by the manufacturer on the same lot of hemocue glucose 201 microcuvette. The problem has been confirmed, i.e. False low results are obtained. The results obtained is "0" or very close to "0" mg/dl (or 0.0 mmol/l). The result of "0" md/dl or "0" mmol/l is obtained independently on the actual glucose level of the sample. The root cause investigation has verified that the reagent in the microcuvettes does not contain any enzymes and thus no reaction in the microcuvette takes place upon filling with whole blood. The problem is due to a human error in the production of the reagent. Corrective actions has been implemented to prevent this problem to recur on other lots. Note: model# 110716 of the hemocue glucose 201 microcuvettes are not sold on the us market. However, other models are on the us market.

Event description:
False low measurement results, results close to 0.0 mmol/l, are obtained with lot# 1407345 of the hemocue glucose 201 microcuvettes. No patient impact has been reported.